Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobe hepatectomy, a few minutes after the surgeon stapled the superior lobe hepatic vein, there was bleeding that was more than 500cc from the staple line and noticed that only 1/4 of the staples had deployed from the device. Patient had to get a blood transfusion and surgical time was also extended for one hour and 30 minutes to control the bleeding with sutures.